Event description:
It was reported that a user encountered a sensor pairing failure when attempting to scan a new cgm sensor with the ilet app, after which rescanning was performed and the app displayed a warmup countdown. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the initial pairing failure resolved after rescanning, consistent with transient connectivity or setup issues with the sensor-app pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors.